Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A same model lead was implanted successfully. No additional adverse patient effects were reported.